Event description:
The user facility reported when opening the precision kit, it was found that the tip of the wire had unraveled. Follow-up communications with the user facility confirmed the following: (1) a second kit was opened from the same box and lot, the second tip also unraveled; (2) the first two wires came out of the box and unraveled, but never entered the patient's body; (3) a third kit was opened and the wire was ok; (4) the procedure was completed successfully; and (5) there was no impact to the patient.

Manufacturer narrative:
Results: is based upon evaluation of user facility information & the returned sample; is based upon evaluation of the reserved sample. Conclusions: is based upon evaluation of the user facility information & the returned sample; 74 is based upon evaluation of the reserved sample. The involved devices were returned to the manufacturing facility for evaluation. Visual inspection upon receipt found both wires were unraveled at the tip. The coils were intertwined and could not be separated for further investigation. An evaluation of the reported lot and surrounding lots was conducted. A visual inspection revealed no anomalies. Functional testing was conducted and confirmed to meet manufacturing specifications. A review of the complaint files confirmed that this part/lot number combination has not been reported previously. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. There is no evidence that this event was related to a defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the wire having been withdrawn back through a metal entry needle. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guide wire may result". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).